Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h11. A getinge field service engineer (fse) called the customer and biomed had them put a trainer on unit. Iabp (got a bp waveform) zeroed out according to specification. Sent customer replacement bp transducer cable as a precaution. Equipment passed all functional testing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while on a patient, the cardiosave intra-aortic balloon pump (iabp) would not zero out.